Event description:
Clinical study. It was reported that 52 days after a carotid artery stenting treatment procedure, the pt experienced a stent thrombosis and cerebral vascular accident (cva). The target lesion was located in the ostium right internal carotid artery, with an 80% stenosis and was 15 mm long with a 5 mm reference vessel diameter. The target lesion was treated with placement of a filterwire ez and a 4-9 x 30 mm nexstent. Following post-dilatation, residual stenosis was 10%. The pt was discharged 1 day later with the nih stroke scale of 0. Fifty two days after the index procedure, the pt had a tia and was hospitalized. The tia was upgraded by the site to a cva. The site reported that the pt returned for their 30-day follow-up visit at which there appeared to be restenosis. The principal investigator (pi) was to perform a procedure and possible re-stenting. At this time, no re-intervention has been reported. The cva was treated with medications. The site reported the event was resolved without residual effects. Relationship to nexstent carotid stent per investigator is unrelated. The pt also experienced a stent thrombosis (st) on the same date. Medication was given. The pt was discharged 5 days later. The site reported the event was resolved 15 days later without residual effects. The relationship to nexstent carotid stent per investigation is unrelated. Additional info has been requested.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.